Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: initially healthcare professional reported an email containing an explanted device. It was also stated that no record was found for second photo for the other patient. Healthcare provider was able to later confirm a rupture as well as an exchange due to the patients concern with the product. This record is for the right side.

Event description:
Initially healthcare professional reported an email containing an explanted device. It was also stated that no record was found for second photo for the other patient. Healthcare provider was able to later confirm a rupture as well as an exchange due to the patients concern with the product. This record is for the right side. Device has been explanted.